Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Patient code 3191 captures the reportable event of surgery. Correction on h10 additional MFR narrative and h6 patient code. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had five year longevity remaining and the magnet rate was still 100bpm. It was a two step change in magnet rate. Also, the longevity was 1.5 years on the previous check. Boston scientific technical services (ts) discussed that it has a two step change in magnet rate. Also, ts discussed that likely the reason for changes in longevity remaining from rvac operating at different outputs. Moreover, ts advised to consider reprogramming to get more consistent longevity remaining and continue monitoring. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had five year longevity remaining and the magnet rate was still 100bpm. It was a two step change in magnet rate. Also, the longevity was 1.5 years on the previous check. Boston scientific technical services (ts) discussed that it has a two step change in magnet rate. Also, ts discussed that likely the reason for changes in longevity remaining from rvac operating at different outputs. Moreover, ts advised to consider reprogramming to get more consistent longevity remaining and continue monitoring. The device remains in service. No adverse patient effects were reported.